Event description:
International customer reported that a pt underwent a left, open, indirect, inguinal hernia repair procedure in 2008. Post-operatively, it was found five days later, that the pt had developed a superficial infection. The surgical site was cleansed; the event is listed as resolved the following month.

Manufacturer narrative:
Infection occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.